Event description:
Implant card was received reporting a full revision due to high impedance/lead fracture. The suspect product has not been received to date. No other relevant information has been received to date.

Event description:
Product was received for analysis. Device evaluation was completed.